Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) need assistance on 8120 s/n (B)(4) barrel clamp fails open/close test. Chances there is a sizer misalignment. I recommend (B)(4) to unscrew sizer, re-seat it from the top ensuring that the c-clamp properly hugs around top of shroud, if possible in a way that prevents collar from catching the edge of c-clamp when rotating. (B)(4) will open the case and re-inspect sizer assembly. As per standard procedure, make sure to calibrate syringe after repair.